Manufacturer narrative:
A review of the instrument log for the prograsp forceps instrument (420093-12/180312235) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because the instrument grip pin was missing or sticking with no evidence or claim of user mishandling/misuse. Although there was no patient injury reported, if the failure mode were to recur, it could cause or contribute to an adverse event. Device expiration date was left blank as this instrument has ten usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the sixth use of the instrument and, therefore, the instrument was not expired at the time. . This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had an issue with the prograsp forceps instrument. There was no report of patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.